Manufacturer narrative:
On 1-dec-2025, bwi received additional information indicating the lot number, expiration date, and manufacture date of the complaint device. As a result, section d has been updated accordingly. The primary UDI number in d4 has also been updated. Furthermore, on 6-dec-2025, the product investigation was completed. After an idvt (idiopathic ventricular tachycardia) procedure with a 8.5 fr varipulse catheter, the patient experienced unknown symptoms and pericardial effusion treated with pericardiocentesis. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device number lot 31700454l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After an idvt (idiopathic ventricular tachycardia) procedure with a 8.5 fr varipulse catheter, the patient experienced unknown symptoms and pericardial effusion treated with pericardiocentesis. Initially, it was reported that a "high electrode impedance" error (code unknown) appeared on the trupulse generator, related to electrode 5-6, and the physician was unable to deliver pfa (pulse field ablation) energy as a result. The medical team turned off electrodes 5-6, and exchanged the cable, without resolution. They exchanged the catheter, and the issue was resolved. Post-ablation, a pericardial effusion was noticed while the patient was in recovery area. The patient was symptomatic but could not specify what type of symptoms they were having. A transthoracic echo confirmed the small effusion, and a transesophageal echo was also performed. The effusion seemed to be growing so the medical team brought the patient back to the lab for pericardiocentesis. While the pericardiocentesis was in progress, the patient was in stable condition. Jjmtep products in use were carto 3 system, trupulse pfa generator, and varipulse catheter.